Event description:
Routine complaint evaluation when a consumer reported receiving a high blood glucose value of 80 mg/dl when compared to a laboratory result of 66 mg/dl. These values when plotted on a clarke error grid fell into the "d" zone showing the difference in results to be clinically significant. There was no report of death, serious injury or mistreatment reported with the event.